Manufacturer narrative:
On september 2, 2016, a field service engineer (fse) was dispatched to the customer site. The fse reloaded the master mdb file and confirmed that customer controls were in range; the analyzer was up and running however, the issue did not resolve. A new computer was ordered and sent to the customer. A review of complaint history after this ticket did not identify any further assistance requested by the customer related to this event, therefore, no further action required by field service. The most probable cause of the reported event was the computer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported that the test file menu on their aia-1800 was only displaying the option to choose the 27.29 test. A customer reported no issues with other assays. Rebooting did not resolve the issue. The customer was unable to run beta-hcg and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.